Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# (B)(6)serial# product type accessory product ID 97755 lot# serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called stating they received their rtm replacement and were still having recharging problems. The patient said it took them over 2 hours to recharge last night and their controller screen was still going white. The patient mentioned that they had met a rep when they had injections done and their rep gave them a li battery to try to resolve their issue originally. The patient said the li battery the rep gave them didn't fit into their controller. Pss reviewed the different model numbers of the batteries. They sent email request to repair for controller replacement.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh037503n serial# implanted: explanted: product type accessory product ID 97745 lot# nld096077n serial# implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6). Implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the recharge antenna taking 2 to 2.5 hours to charge the ins was unknown, it just started doing it. The patient received a new antenna and the problem was resolved.

Manufacturer narrative:
Correction to a4: weight omitted from previous report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned for probably about a month, the recharger antenna took 2-2.5 hours to charge the ins when the pt had charged within 1 hour in the past. Then, the pt noticed the controller would sometimes display a white or blank/black screen when charging the ins. Pt had resolved the blank/black or white screen by performing a battery reset of the controller or plugging the controller into the ac power supply. Pt mentioned that sometimes the controller would display "controller batteries empty" when charging the ins even though the controller was charged at 100%. Pt spoke with mdt rep at an hcp appointment yesterday and mdt rep gave the pt a new controller battery to try. The pt said the controller battery was "the wrong one" and did not resolve the issue. An email was sent to the repair department to replace the recharger antenna. Pt got "injection in hip" at hcp appointment yesterday. Pt mentioned they had a "loop recorder" in their body as well.